Event description:
It was reported that during a robotic laparoscopic radical hysterectomy, the bipolar maryland forceps (bmf) broke and part of the white piece fell into the patient while the surgeon was performing the adnexectomy. The bmf was removed with the broken instrument procedure and the pieces were retrieved using the assistant port and a grasper. The bmf was replaced with another bmf and the surgery was completed normally. There was a delay of approximately five minutes. There was no patient injury.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf) as well as the associated device data and provided image. Visual inspection of the returned bmf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged. The disengaged piece was not returned. The energy cable was disengaged. The puck was displaced on the side of the disengaged piece. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates an error code ¿motor position limits¿ being triggered as an after effect of the instrument cable break. The system does not directly log the state of the cable break. The use life of the instrument was three hundred and eighty-nine minutes with a use count of five at the time of failure. Review of the two provided images notes that they both show a bmf with completely open jaws and the blue energy cable was snapped. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical hysterectomy, the bipolar maryland forceps (bmf) broke and part of the white piece fell into the patient while the surgeon was performing the adnexectomy. The bmf was removed with the broken instrument procedure and the pieces were retrieved using the assistant port and a grasper. The bmf was replaced with another bmf and the surgery was completed normally. There was a delay of approximately five minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.